Manufacturer narrative:
No unexpected pump error alarms noted during testing. Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. Motor was tested outside of the device and failed motor test due to faulty motor assembly. Unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, cracked select button on keypad overlay and partially broken off belt clip rail. (B)(4).

Event description:
It was reported via phone call that customer received a pump error 38. Customer's blood glucose was 234 mg/dl. Customer was advised that insulin pump would need to be replaced.